Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Revision of lcs complete revision components. Implants revised due to suspected infection and loosening. Very minimal bone growth on the stem and sleeve. Implants were removed very easily.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: revision of lcs complete revision components. Implants revised due to suspected infection and loosening. Very minimal bone growth on the stem and sleeve. Implants were removed very easily. The product was not returned to j&j medtech orthopaedics; however photos were provided for review. Visual inspection of the provided photos revealed no cosmetic defects were observed on the surface of the device. The device exhibits an unknown black substance, however, due to the limited information provided, the origin of the material is unclear and it is unknown if it is due to the extraction process. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the mbt revision cem tib tray sz 4 would have not contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.

Event description:
Additional information received: a. Was the infection confirmed? Was it the main reason for the revision? This was not officially confirmed to me. I have not had any word. The implants were also loosening so were revised due to this.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.